Manufacturer narrative:
This event occurred in (B)(6). Calibration and qc were acceptable. The sample was spun for 10 minutes at 2100 g. Based on the type of sample tubes the customer uses, this centrifugation speed may be too fast. Rack adapters were used. A service visit was not requested as the customer thinks the problem was due to a pre-analytical issue. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys vitamin d total ii (vitamin d total ii) on a cobas e411 rack analyzer. The initial result from an aliquot of the sample was > 100 ng/ml. The sample was repeated twice with dilution and the results were 18.2 ng/ml and 16.6 ng/ml. An aliquot of the sample was repeated again with a result of < 5 ng/ml. The primary sample was repeated with a result of < 5 ng/ml. No questionable results were reported outside of the laboratory. The vitamin d total ii reagent lot number was 408006 with an expiration date of 29-feb-2020.